Manufacturer narrative:
H.6. Investigation summary: a results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported that the unit does not give adequate readings, it confuses one microorganism with another, it's not properly identifying. A bd field service engineer (fse) was dispatched to investigate. The fse changed normalizer ring b and ring a remained operational, the fse performed a cleaning, after which, the issue was resolved. The root cause of this failure mode is not known. This is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no previous complaint related to results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates were misidentified. No health impact or consequence reported.

Manufacturer narrative:
E1: initial informaton: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates were misidentified. No health impact or consequence reported.